Event description:
A pt reported experiencing inaccurate high results with a one touch ulra meter. The pt's blood glucose results were 455, 465 and 57mg/dl. Test were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.